Event description:
It was reported that the intracavity c10-3v transducer had lens damage, resulting in exposed metal underneath the lens. The transducer was associated with the epiq 5 ultrasound system at the customer¿s site. The issue was discovered during clinical use and no patient or user was harmed as a result of the issue. The philips service engineer has initiated the replacement process for the damaged transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.